Event description:
It was reported that the fluid warmer had a crack in the bottom of the reservoir. The device was not in use when the fault occurred and there was no injury.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the enclosure was cracked, the quick connect was corroded, the reflux plug was missing, the front cover was chipped, and the water tank cover had leaked from the left corner and the line code was faded. During the functional testing, it was confirmed that the device was cracked around the quick connect and was leaking from it. The cause of the issue was a cracked enclosure. The enclosure was replaced along with the quick connect, reflux plug, front cover, water tank cover, line code reservoir gasket and o-rings. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).